Event description:
Customer stated that there was a capsular bag tear when inserting the amo lens. Doctor enlarged the incision, removed the amo lens, and implanted an alcon anterior chamber lens. It occurred during the same procedure. There were no patient complications and is doing fine. The report was not attributed to the quality of the lens.

Manufacturer narrative:
(B)(4). Enlarged incision. Visual inspection showed that the lens was received cut into small pieces which prevented evaluation of the device. The haptics of the intraocular lens were not returned and there was evidence of viscoelastic. All pertinent information available to abbott medical optics has been submitted. Placeholder.